Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10918. Related manufacturer reference number: 1627487-2019-10920. It was reported the patient stopped using their scs system since approximately past three years due to ineffective stimulation. The entire scs system was explanted. This addressed the issue.